Manufacturer narrative:
The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Additional information has been requested but reporter don't have answers to our questions. Investigation will be performed through provided data. Device not received yet by manufacturer.

Event description:
Mobi-c p&f us : cartridge would not release. Surgeon wanted to dis-engage the cartridge, but it wouldn't. Implant was removed. Surgery was completed with another device. Additional information has been requested but reporter don't have answers to our questions.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. Incomplete product was received on november 24th 2017. Only inferior plate and the core was received. There was no issue detected with the parts of the product that was received. But the cartridge, related to this issue was missing so no examination possible. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided, based on the product history records and the recurrence of this type of event for this implant, it is assessed that the event could be due to mishandling when removing the cartridges. And points out that the surgeon probably did not follow the instructions mentioned in the surgical techniques. However, for the lack of information received from the reporter this hypothesis could not be validated. The cause for the device issue is unknown. It was not possible to have détails on the surgical steps involved. The investigation found no evidence to indicate a device issue. Root cause is unknown.